Event description:
Customer reported v series monitor in use with panorama central station provided a false alarm for ventricular tachycardia. No injury is associated with this complaint.

Manufacturer narrative:
An investigation was completed for this report. No device malfunction occurred.